Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The functional tests could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a broken belt clip slot.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 231 mg/dl, treated with device. Customer reported the device was in her bra, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer stated she knew why blood glucose was high and declined troubleshooting. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.